Event description:
A dietary tech entered the pt room upon hearing a loud noise. Pt alleged that the foot dropped. Pt just had back surgery and alleged additional pain as a result of the alleged incident. Maintenance inspected the bed and found nothing wrong.

Manufacturer narrative:
The field technician stated that he found nothing wrong with the bed including the knee latch and foot functions.